Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was defective due to the trailing haptic was already unfolded inside the preloaded injector. When the doctor was injecting the lens, the leading haptic and the optic unfolded properly in the eye, but when the doctor got to the end of injecting the iol, they noticed that the trailing haptic had already been unfolded in the injector (it was straight) and it was stuck in the cartridge. The doctor could not continue to depress the injector to get it to come out. The doctor had to pull the trailing haptic using colibri forceps and a lot of force was needed to get the trailing haptic out of the injector. The doctor said that thankfully the haptic did not break and it did not appear damaged, so the iol was used for this patient. There was no capsule tear, vitrectomy or sutures required. It was reported that the doctor did not have to use handling maneuvers outside of normal operating procedures to implant the lens. However, a lot of force was required no further information was provided.

Manufacturer narrative:
Section a3b, gender: the customer indicated "female". Section a6, race: the customer indicated "caucasian". Section d6b, if explanted, give date: not applicable as the iol was not explanted. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.